Event description:
Streptococcal arthritis [arthritis infective]. Case description: spontaneous report received on 05-feb-2009 from a physician regarding a male patient with medical history of gonarthrosis on the left knee. The patient received the first synvisc injection in 2008. Two days later, he presented with swelling and three days later, he was hospitalized. As treatment, a lavage was performed during an arthroscopy. A sample was taken for culture. He was diagnosed with streptococci arthritis. Patient was hospitalized for 13 days and was treated with antibiotics (unspecified) for 35 days. Treatment for synvisc was permanently stopped. The intensity of the event was reported as severe. As of the time of this report, the patient continued to have pain was treated with opiods. The physician assessed the relationship between the event and synvisc as probably related. In 2009, the investigation summary was received:"the production and quality control documentation for lot number v07132, expiry date 05/2010 were reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted."

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number v07132, expiry date 05/2010 were reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. As 02/09/2009, there are 2 complaints on file for this lot: (2) adverse event reports. Genzyme biosurgery will continue to monitor complaints as stated in sop product complaint handling to determine if corrective action is required.